Event description:
A patient reported blood glucose results of "250 mg/dl, 194 mg/dl, and 174 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The control solution is being replaced.